Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he had been having issues with the sensors. Initially, the customer reported she was having issues with the sensor bleeding at the site. Then the customer stated the customer was having issues with the sensor reading being inaccurate. The sensor blood glucose was 2.2 mmol/l and it kept suspending the insulin pump when the customer's blood glucose was 8.9 mmol/l. Due to inaccuracy the customer removed the sensor. Customer was advised to return he sensor for analysis.